Manufacturer narrative:
The compromised force sensor system error alarm was present at the 4 pounds test due to moisture damage on the force sensor resistor. The basic occlusion, occlusion and excessive no delivery tests were all unable to be performed as a result of the compromised force sensory system error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call compromised force sensor system alarm message on the insulin pump. Customer was hospitalized as a result of low blood glucose levels. Troubleshooting for the alarm was performed. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.